Manufacturer narrative:
Pr 1558691 initial/final emdr submission. (B)(6). Bd was not able to duplicate or confirm the customer¿s indicated failure as no product code, lot information, or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
Patient called and said that she has been short of breath and tried to drain yesterday and nothing would come out. On 13may2020: spoke with end user on the phone, she could not provide product info except that it was "the real tall one". She said the issue occurred while at (B)(6) emergency room tending to blood clots which caused the shortness of breath mentioned which she said was pre-existing unrelated condition. The issue was resolved with a new bottle retrieved from her home stash. She normally orders through (B)(6). She did not recall exactly what date it occurred and does not have affected bottle. She did not get a good look at the bottle because she was in hospital at the time so she did not know of storage or if any defects. Ck. On 20may2020: spoke with family of patient, she reported patient passed away on (B)(6) 2020 due to ongoing health issues unrelated to the drainage bottles. She was unaware of any details regarding the event reported by patient. She states the patient was in the hospital due to complications from blood clots. No additional details available. Polc.